Manufacturer narrative:
Date of event: estimated date. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported three devices failed in the patient. The method in which hemostasis was achieved was not specified. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [FDA 3-31-2020 lobby #2 cn-026837.pdf]

Event description:
Additional information was received via user facility medwatch report# (B)(4): interventional radiology team members reported on recent cases of the perclose proglides not working. They reported it has been with more than one provider, that this has been going on for a couple of months, but they neglected to write up each event of proglide failure. The actual involved devices were not saved. No patients were injured, but additional proglides were necessary to close the arteriotomies resulting in additional costs. Lot numbers with failures are: ref# 12673-03/ lot#9081244 - we had 5 of one box fail. Two remaining were removed from use. Lot# 9112241, we had 3 fail for dr. 1. Removed remaining one from shelf. Lot# 9121941 - 1 failed for dr. 2. He said no calcium or other reason it should have failed. The 2nd proglide did work. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review could not be completed as similarity could not be determined as a specific failure mode was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers. Attachment: user facility medwatch # (B)(4). B3: estimated date revised based on attached user facility medwatch.

Manufacturer narrative:
A sterile device from the account with the same part/ lot number as the original complaint devices was returned and tested. The device successfully deployed with no issue noted thus indicating the device functioned as expected.